Event description:
The customer contacted abbott regarding master calibration error code 1061 (master calibration failure, incomplete calibrator results) for the axsym rubella lgg assay. The customer reported that another failed calibration occurred in 2008 with calibration deviation too large between two points. The customer was advised to replace and calibrate the sample probe and attempt recalibration. The customer reported recalibration failed and error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The customer was advised to centrifuge the calibrators and recalibrate. Recallibration of the rubella lgg assay was successful after calibrator centrifugation and quality controls were in range. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.